Event description:
Medtronic received information that during use of a mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that the information on the screen would not open and it was blank.  The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Analysis of the returned device revealed a minor crack on the inlet port, near the sensor board. Blood leaked through the crack and caused the electronics to malfunction.